Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the supra-pubic area for a drainage procedure on an unspecified date. About a week after placement, the device broke at the hub and detached from the catheter. The catheter was replaced with another device to continue drainage. As reported, the patient did not experience any other adverse effects due to this occurrence.

Event description:
No additional information has been added to the description of event since the previous medwatch report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint documentation was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed.there is no evidence to suggest the product was not made to specifications. The customer was unable to provide the device lot number for investigation. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. The appropriate personnel have been notified. Appropriate measures are being taken to address this failure mode. A quality engineering risk assessment indicated that no additional risk reduction activities are required. Cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred